Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. Reportedly, the battery gauge displayed 85% prior to charging; however, dropped to 5% after charging. Also, it was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. The customer's blood glucose level was over 330 mg/dl and it was addressed with a correction bolus via the pump. Reportedly, the customer would continue to use the pump until replacement pump is received.